Event description:
It was reported that using the buddy wire technique, the bmw guide wire was used and a stent was deployed. During removal of the bmw guide wire, it separated remaining in the pt. An attempt was made to retrieve the separation portion of the guide wire using a snare device, but the attempt was not successful. No further treatment was done. No pt effects were reported.